Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot#: va02r42, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 05-sep-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that they had the implant replaced with a device from another company with better longevity (last 20 years and you recharge it). The caller stated the implant was removed, but when the doctor attempted to remove the lead, it broke and part of the lead remained in their body.